Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: four 5ml syringe in blister packs from batch 0205900 (p/n 302995) were received and evaluated. Two of the packages were opened and two were fully sealed. It appeared the "oily film" was silicone with the normal and expected amount observed per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 10ml ll s/c 200 had foreign matter before use. The following was reported by the initial reporter: "it was reported that: customer called in to report oily film on the black plunger part of the syringe. Event description per attached email states: customer called in to report oily film on the black plunger part of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 2944, FDA patient problem code: 2199.

Event description:
It was reported that a syringe 10ml ll s/c 200 had foreign matter before use. The following was reported by the initial reporter: "it was reported that: customer called in to report oily film on the black plunger part of the syringe. Event description per attached email states: customer called in to report oily film on the black plunger part of the syringe."